Event description:
Event description cpi received information that this bipolar lead was exhibiting loss of atrial sensing. The physician elected to reprogram the patient's dual chamber implantable pulse generator (ipg) to vvi mode, therefore this atrial lead was not needed.